Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, the jaws of the device would not open. Surgeon replaced the device to resolve the issue. There was a trace of pre-fire. No patient injury.